Manufacturer narrative:
I-flow received on partially full pump for eval and investigation. The pump was refilled with normal saline solution to the nominal fill volume of 125, and a flow rate test was performed. The pump infused within spec. A review of the lot history found this to be the only complaint for fast flow for this lot.

Event description:
Flow rate too fast, the pump was empty in 9hr instead of 24 hr.